Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
New information provided by the customer indicates this issue was discovered during a patient use event. The patient outcome is unknown. It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
New information provided by the customer indicates this issue was discovered during a patient use event. The patient outcome is unknown. It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
The device serial number has been updated from 1003102990 to 0305144554. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.